Manufacturer narrative:
The peritonitis occurred on an unreported month and year in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, duration and route of administration not reported). At the time of this report the patient outcome of this event was not reported. Dianeal therapy was ongoing. No additional information is available.